Manufacturer narrative:
It was reported that this patient was to receive a new rate/sense lead at an upcoming revision. However, all available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that the lead was surgically abandoned and replaced with a non-boston scientific lead. The device remains in-service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high pacing impedances on this right ventricular lead. A rise in thresholds were also repoted. No adverse patient effects were reported.